Manufacturer narrative:
Information received stated that an on-site evaluation was immediately performed by the manufacturer's technical service representative following the event. During examination, there was no issue found on the airtrap sensor block; however, it was identified that the airtrap was empty of fluid. This caused the customer reported event of the console not detecting the airtrap. The console functioned as intended and this is an accurate system behavior of the console. Additionally, it was found that the airtrap was stuck inside the airtrap holder due to the bad alignment of the holder and the top cover. This issue was unrelated to the complaint. After properly installing the airtrap and filling it with fluid, rework was performed on the top cover. The console was functionally tested with no further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The customer stated that the thermogard console (sn (B)(4)) was powered on and displayed a "system does not recognize the airtrap" message. The issue occurred during routine check, no patient was involved with this event.